Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately calcified lesion in the mildly tortuous mid left anterior descending (lad) coronary artery. Pre-dilatation was performed with a 2.0x10mm unspecified balloon dilatation catheter (bdc). The 2.5x38mm xience prime stent implant was successfully deployed. However, a vessel dissection was noted, which was treated with deployment of a 2.75x18mm xience prime stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.